Event description:
On an intubated patient, ventilator alarm sounded with no alarm messages and then stopped working. Respiratory therapist (rt) and rn immediately bagged the patient until a new ventilator was in place. On investigation it was noted that the unit started displaying "loss of graphic user interface (gui) communication" and "assertion failure" errors starting in late fall of 2010. Several days later the ventilator had an "unexpected reset umpire test" resulting in failure of the unit.====================== health professional's impression======================machine malfunction====================== manufacturer response for ventilator, puritan bennett model 840======================the manufacturer recorded the information provided.